Manufacturer narrative:
Occupation: regulatory affairs manager. PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the stiffener of a ultrathane mac-loc locking loop multipurpose drainage catheter was difficult to remove. The device was to be placed in the abdomen of an unknown patient for treatment of ascites. During the placement procedure, the catheter was flushed and the tip was dipped in saline to activate the hydrophilic coating. The radiologist then immediately advanced the device into the patient and attempted to remove the stiffener but was unsuccessful; the stiffener remained stuck at the tip of the catheter resulting in catheter accordioning. A new, like device was obtain but the same failure was experienced. The user then obtained a third, smaller device which was successfully placed. The patient was discharged from the hospital three days after the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. It was noted that powder free gloves were worn during the procedure. This report will focus on the second attempted drain placement. Other events regarding this patient are reported under patient identifier: (B)(6).

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Additional information: b5 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The device was returned on 22mar2022 with the metal stiffening cannula stuck inside the catheter. Bunching of the catheter was noted.

Manufacturer narrative:
Investigation ¿ evaluation. On 07feb2022, our european shared service center (essc) received a complaint from a representative at the (B)(6). It was reported that upon the insertion of the ultrathane mac-loc locking loop multipurpose drainage catheter (ult8.5-38-25-p-6s-clm-rh; lot number 14240194), the stiffener was difficult to remove. The device was placed in the abdomen of an unknown patient for treatment of ascites. During the placement procedure, the catheter was flushed and the tip was dipped in saline to activate the hydrophilic coating. The radiologist then immediately advanced the device into the patient and attempted to remove the stiffener but was unsuccessful; the stiffener remained stuck at the tip of the catheter resulting in catheter accordioning. The procedure was repeated with another unit with a different lot number and the same failure was experienced with the trocar. The user then obtained a third, smaller device which was successfully placed. The patient was discharged from the hospital three days after the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. This report covers the complaint of the second attempt under 1820334-2022-00278. The first attempt complaint is covered under 1820334-2022-00275. A review of the complaint history, drawing, device history record (DHR), quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection, functional test, and dimensional verification of the returned device, were conducted during the investigation. The customer returned a total of two used devices, one for each of the two attempts, in the same bio-bag. As a result of the devices being mixed, both investigations will share the same dfa. One device was returned having the trocar fully inserted and lodged within the catheter. Bunching of the catheter at the distal end was present. The second device had the stiffening cannula fully inserted into the catheter. Both the cannula and the trocar were able to be removed from each drainage catheter, by holding the distal tip of the catheter and using force. Upon an inspection of both the stiffening cannula and trocar, it was confirmed the outer diameter was within the expectable tolerance range. It also noted that both of the multipurpose drainage catheters exhibited suture breakage. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot 14240194 recorded one related non-conformance that could be relevant to the reported difficulty. The nonconforming criteria for DHR_14240194 was for "tip / taper, inadequate", qty of (B)(4). This device was scraped prior to further processing. The catheter tubing sub-assembly lot sa14164808, and the dtn lots sa13991205, sa13816365, sa13731045, sa14072792, sa13745420, sa14093759, sa13719200, sa14093750, sa14093761, sa14072803 and sa14011683 recorded no related nonconformances. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook concluded that the device was manufactured to specification. Cook also reviewed product labeling. The product IFU, [t_multi_rev5] , multipurpose drainage catheter provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ instructions for use: ¿under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. -once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to for its configuration.¿ how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, inspection of the returned device, and the results of the investigation, the cause of this event is manufacturing deficiencies. Appropriate measures have been taken to address the failure mode of the metal stiffener advancement and removal difficulty. A CAPA was previously opened to further investigate this failure mode. Corrective actions have since been implemented following the manufacture of this device. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.